Manufacturer narrative:
G4:02dec2020. B4:03dec2020. An authorized service personnel(asp) was dispatched to the customer site, and it was determined that the central processing unit printed circuit board assembly (cpu pcba) needed to be replaced to return the device to working condition. After the replacement, the device started; however, after testing, a proximal pressure sensor error failed to reset automatically. The asp replaced the cpu pcba to resolve the unable to activate issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
It was reported to philips that the device was unable to activate. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.